Event description:
It was reported that the patient presented in-clinic for scheduled procedure as previously upon interrogation it was noted that the right-atrial (ra) lead exhibited high pacing impedance. As a resolution the ra lead was explanted and replaced. The patient condition was stable.